Manufacturer narrative:
The device has been returned, and the investigation confirmed that the reamer handle broke. The shaft at the power couple broke off and was not returned with the device. The reamer handle appears to have been used significantly based on the amount of wear that is visible. Small scratches can be seen throughout the surface of the device. It was also noted that the plastic sleeve was not returned with the rest of the device. A process review was completed and no discrepancies were found. No further investigation is required. (B)(4).

Event description:
It was reported during an unknown patient procedure that the reamer handle broke. No adverse events reported as a result of the malfunction. Surgery was completed with another device.